Event description:
The customer reported being hospitalized with low blood glucose of 23mg/dl. The caller stated that he her husband gave glucagon. The customer is pregnant and had seizures that she did not have before her pregnancy. Her husband found her and called the paramedics. Troubleshooting was performed, and no damage to the drive support cap noted. The customer was told that that she may have been pocketing insulin and it released later. The caller stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.